Event description:
It was reported that the customer had high blood glucose levels of 253 mg/dl. The customer reported a motion sensor test failure alarm from the insulin pump that could not be cleared. Troubleshooting could not be done because the insulin pump kept asking for the date and time. The insulin pump was stuck in a loop between the rewind screen and the motion sensor test failure alarm on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement, occlusion, prime, no delivery tests were not performed due to motor error alarm. Motion sensor test failure alarm was not verified due to motor error alarm. The device was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.